Event description:
It was reported that the asymptomatic patient's pulse generator exhibited a rf telemetry issue. Device firmware download successfully restored rf communication. Patient was stable and will continue to be followed normally.